Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: enlw1624c124e, s/n: unknown; use by date: unknown; upn #unknown medtronic received the following information from a journal article entitled; type iiib endoleak due to stent suture line fabric breakage in the endurant stent graft: a case report takahashi s, nishibe t, kano m, akiyama s, iwahashi t, ogino h takahashi et al. Surgical case reports 2022, 8(1):72 https://doi.org/10.1186/s40792-022-01415-8 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 55 mm x 65 mm aaa on an unknown date. The proximal neck was 24 mm in diameter and 28 mm in length with an angulation of 40°. The right and left common iliac arteries were 16 mm and 16 mm in diameter. In addition, the left kidney was supplied with double renal arteries, the inferior branch of which originated immediately above the aneurysm. The branch was then sacrificed. It was reported that during the procedure, the main bod , (28 mm x 16 mm x 166 mm) was positioned through the left common iliac artery, by which the left inferior renal artery was consequently sacrificed. The main body was extended to the right common iliac artery with a contralateral leg (16 mm x 24 mm x 124 mm). Ballooning was performed with a non mdt balloon in the proximal neck, component junction, and bilateral distal neck, but not excessively. An angiography revealed an endoleak in the proximal sealing zone. An aortic cuff was placed inside the proximal neck zone, because a type IV endoleak was indistinguishable from type ia endoleak. Completion angiography showed that the endoleak had almost disappeared and the procedure was completed. A color duplex ultrasound was performed 7 days later instead of a contrast-enhanced CT because of the patients severe renal insufficiency, and it revealed a regular row of pulsatile blood flow from the main body and left leg. The blood flow appeared to be bleeding from the stent suture lines because of its regularity. A type iiib endoleak and not a type IV endoleak was was then suspected likely due to stent suture line fabric breakage. No intervention was performed due to the patients general poor health. Six months later, the patient was readmitted because of recurrent fever of unknown origin. Contrast-enhanced CT showed a deformation and enlargement of the aneurysm sac as well as oozing of the contrast medium on the main body and left limb suggestive of a persistent type iiib endoleak. The patient was still unsuitable for intervention due to deteriorating heath. The patient then experienced a subdural hematoma due to a fall during the hospital stay and died of uncontrolled subdural hematoma 7 weeks after readmission. An autopsy was performed which showed no visible abnormal erosion or hole on the graft fabric, suggesting that tiny fabric breakage may have existed along the stent suture line. It was said since there was no visible abnormal erosion or hole on the graft fabric, this suggested that fabric breakage may not have been caused by excessive endovascular manipulation, excessive pressure of ballooning, or an acute tip of a stent displaced by severe neck angulations , but may have existed along stent suture lines at the time of the manufacturing process. No additional clinical sequalae were provided and the patient is expired.